Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) of this pacemaker system revealed atrial undersensing, farfield oversensing, and small amplitude p-waves. Technical services (ts) reviewed troubleshooting and limited programming options. Additional information received approximately three years later reported that ventricular tachycardia (vt) episode review was requested to determine whether the episode was atrial driven or true vt. Upon review, ts discussed atrial tachycardia, however it was unclear whether this was dual tachycardia. The vt episode also revealed continued atrial undersensing. This pacemaker remains in service. No adverse patient effects were reported.